Event description:
It was reported ¿allergic reaction ¿ chills, hot flushes, sweating, rash on both upper arms and trunk, including neck, covering a large area and causing itching.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a DHR could not be performed as there was no lot listed in the complaint. As there was no physical sample available, a sample analysis could not be completed. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.